Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that following several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, the physician did a hysteroscopy and saw a "small perforation to [the] fundus." The size of the perforation was "11cm." The procedure was aborted. No medical intervention was required. The pt was discharged home on the same day. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.